Event description:
Technical services received a call on 10/25/2011 from sales rep. The lead was explanted on (B)(6) 2011. Due to the lead fractured. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).